Event description:
It was learned via the patient registry that a patient with a 23mm 3300tfx pericardial aortic valve underwent a valve-in-valve procedure after an implant duration of eight (8) years, seven (7) months due to unknown reasons. The tavr procedure was performed with a 23mm 9750tfx transcatheter valve. The patient was noted to be in recovery post procedure.